Event description:
Davinci robotic 5mm needle driver tip broke in the patient's abdominal cavity during the procedure. The surgeon asked for another and the second tip also broke. All pieces of broken tips visualized and retrieved by md.======================manufacturer response for endowrist needle holder 5mm instrument, needle driver for davinci s (per site reporter)======================nothing yet.